Event description:
It was reported the device turned itself off. There was no patient involvement. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. (B)(4) customer complaint could not be confirmed. Battery drawer broken. Battery release and lead flex cover contaminated. Upper and lower cases, two side bail covers, and ring cover broken.